Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam robotic system's log file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the log file indicated that the system functioned as designed. A review of the device history record (DHR) for ab2000-b rev d/lot number 20c00177 was performed, which confirmed that no nonconformances were generated during the manufacturing process of this device. The review indicated that the device met all required specifications upon release for distribution. A review for similar complaints under ab2000-b rev d/serial number (B)(6) confirmed no other similar events. A review of similar complaints across all other systems confirmed 19 other similar events reported to procept biorobotics. The aquabeam robotic system's instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o bleeding. A root cause for the reported event could not be determined. The aquabeam robotic system's IFU lists bleeding as a potential risk of the aquablation procedure. Based on the review of the log file, DHR and IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The product is not available for investigation as it is currently in use at the user facility. Investigation by manufacturer is currently in-process.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that post-aquablation procedure the patient was taken back to the operating room (or) due to bleeding, which was addressed by performing cauterization (per manufacturer's instructions for use, bleeding is a potential perioperative risk of the aquablation procedure). There were no adverse health consequences reported with the patient due to this event. No malfunction of the aquabeam robotic system was reported.